Event description:
N/a.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) that discovered the issue replaced the safety disk, condensate removal module, purge filter and tubing due to blood contamination and notified the biomedical engineer, who stated that he was unaware of there being an incident report on this iabp. The biomed advised that they will notify the users for further information. The stm completed the pm and performed all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge service territory manager (stm) blood was discovered in the purge filter assembly in a cs300 intra-aortic balloon pump (iabp). In addition, no blood back alarms were observed in the unit's fault logs. There was no patient involvement and no adverse event was reported.